Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sponge of a minicap did not have enough iodine; further described as, "the sponge was very dry that it was little saturated with iodine in the pouch". This issue was noticed before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.